Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional follow-up information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during device data analysis done by boston scientific technical services (ts) for an issue with a related lead, it was also noted there has been a drop in right ventricular (rv) lead impedance measurements along with a slight increase in rv pacing thresholds since implant. Microdislodgement is suspected. As such, thorough lead evaluation was recommended. Additional information received from the field indicates there were no abnormalities found during the recommended in-clinic lead evaluation. This rv lead remains implanted and in service, and the patient will continue with their scheduled follow ups. There were no adverse patient effects reported.

Event description:
It was reported, during device data analysis done by boston scientific technical services (ts) for an issue with a related lead, there has been a drop in right ventricular (rv) lead impedance measurements along with a slight increase in rv pacing thresholds since implant. Microdislodgement is suspected. As such, thorough lead evaluation was recommended. No adverse patient effects were reported. At this time, this lead remains in service.